Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, stopper pop off was seen in an unspecified number of tubes resulting in sample leakage and consequently sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The analysis of the photos revealed a specimen-filled tube missing its top. Additionally, 29 retained samples were sent for functional tests. From the functional tests, four out of the 29 samples resulted in stopper issues. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4317355, for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, stopper pop off was seen in an unspecified number of tubes resulting in sample leakage and consequently sample recollection. No adverse impact was reported regarding the patient or user.